Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a piece of balloon cap that got stuck in the channel. The issue was identified during a diagnostic procedure under sedation. The procedure was completed with an olympus back-up device. There were no reports of patient involvement.